Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had their implanted system removed because she had major surgery on her back. It was stated that the patient ¿did not have the things they took out of her back but did have everything that she had at home (put on side to adjust)¿ and wanted to know if there was a ¿place that bought back the devices.¿ it was stated that the patient had the device removed (B)(6) 2014.

Manufacturer narrative:
Reported for serious injury, but no serious injury occurred. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Information reasonably suggests that the device was deliberately explanted per the healthcare professional's discretion and was not performed as a result of device failure or malfunction, ruling out this event as a complaint. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.